Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -8.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was removed and exchanged for a longer length lens due to observation of low vault. This exchange resolved the problem.

Manufacturer narrative:
Claim # (B)(4).